Event description:
Boston scientific received information that the right atrial (ra) lead exhibited loss of capture noted during patient's clinic follow-up. An x-ray was performed which confirmed that the lead was dislodged after which the patient was scheduled for lead revision. Upon revision, the removal of ra lead has some difficulty which caused damage to the lead. The lead was successfully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance tests were completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies which would have contributed to lead dislodgement. Damage to the lead body was noted, caused by the explanted procedure. Laboratory testing was unable to reproduce the reported clinical observations.